Event description:
This retrospective pregnancy case was reported by a physician and describes the occurrence of pain ("pelvic pain per years") and pregnancy with contraceptive device ("pregnancy diagnosed") in a (B)(6) female patient who received essure (batch no. 915893) for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pain (seriousness criteria medically significant and clinically significant/intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (on (B)(6) 2015 hysterectomy and bilateral salpingectomy). Essure was withdrawn. At the time of the report, the pain and adenomyosis outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for pain, pregnancy with contraceptive device and adenomyosis with essure. The reporter commented: patient delivered the at 37th week of pregnancy. There was any complication with patient or baby, during and after delivery. Diagnostic results (normal ranges are provided in parenthesis if available): in 2013: ultrasound scan result was pregnancy. On (B)(6) 2013: hysterosalpingogram result was bilateral occlusion and ultrasound scan vagina result was essure well located. On (B)(6) 2014: pregnancy test result was pregnancy. Most recent follow-up information incorporated above includes: on 23-jan-2017: essure insertion date and lot number were provided. Lab test was added, and event hysterectomy was updated to chronic pain. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had pregnancy diagnosed and presented pelvic pain per years (seen as chronic pain). Patient delivered a healthy baby at 37th week of pregnancy and had a total hysterectomy and bilateral salpingectomy due to pelvic pains. Both events are serious due to medical importance and are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. In this present case, a hysterosalpingogram (hsg) had been performed and showed bilateral occlusion and ultrasound showed essure well located. A contraception failure cannot be excluded and the pregnancy was regarded related to essure. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, patient presented pelvic pain per years after insertion, she underwent total hysterectomy and bilateral salpingectomy and anatomopathological exam diagnosed adenomyosis. Although adenomyosis can be an alternative explanation for this pain, causality with the suspect insert cannot be excluded. This case was regarded as incident, essure removal was required. A product technical analysis is awaited.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 28-feb-2017: no response to follow-up attempts. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 16-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had pregnancy diagnosed and presented pelvic pain per years (seen as chronic pain). Patient delivered a healthy baby at (B)(6) of pregnancy and had a total hysterectomy and bilateral salpingectomy due to pelvic pains. Both events are serious due to medical importance and are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. In this present case, a hysterosalpingogram (hsg) had been performed and showed bilateral occlusion and ultrasound showed essure well located. A contraception failure cannot be excluded and the pregnancy was regarded related to essure. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, patient presented pelvic pain per years after insertion, she underwent total hysterectomy and bilateral salpingectomy and anatomopathological exam diagnosed adenomyosis. Although adenomyosis can be an alternative explanation for this pain, causality with the suspect insert cannot be excluded. This case was regarded as incident, essure removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded.